Event description:
It was reported that the pt underwent jaw surgery in 2008, using rhbmp-2/acs and mandible plates. The pt began complaining of increasing pain at an unk time post op. The pt underwent a second surgical procedure to explant the bone plates in 2009.

Manufacturer narrative:
Per hospital staff, the pt's symptoms were caused by the mandible bone plates, not the rhbmp-2/acs. The pt's symptoms resolved after removal of the plates. Products from multiple manufacturers were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.